Event description:
A (B)(6) male patient presented with a 6.5cm aneurysm. Images noted both renal arteries patent before graft implant. A zenith flex aaa endovascular graft bifurcated main body and two zenith flex with spiral-z technology aaa endovascular graft iliac leg were placed. On final angio, there was little contrast getting to the right renal. It is not 100 percent certain that this was caused by graft, or plaque. The physician tried several different techniques to cannulate the renal, but was unsuccessful.

Manufacturer narrative:
Event evaluation: still under investigation.